Event description:
Review of records shows the patient underwent surgical intervention in which the ipg was explanted and replaced.

Manufacturer narrative:
Correction h6 - device code should be 2017 instead of 3283 the device has not been returned for analysis. A review of documentation supplied with the implant states that the implant must be charged every 30 to 90 days to avoid battery depletion.

Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report. Date of event is estimated.

Event description:
It was reported that the patient's scs ipg is inoperable. Surgical intervention may be pending to resolve the issue.